Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was unstable angina pectoris. The target vessel was the proximal left anterior descending artery. The vessel was a native coronary artery. Vessel diameter was 3.0mm and the lesion length was 23mm. Pre-procedure stenosis was 75% and post procedure was zero percent. The lesion was a proliferative in-stent restenosis of a bare metal stent. The lesion was not ostial, irregular contour, eccentric, and not angled, calcified, or tortuous with no major side branch involvement and readily accessible at proximal segment. Lesion classification was type c. A 6f guide catheter was used. The lesion was not pre-dilated. A cypher stent was deployed at 20atm. Post-procedure stenosis was 0%. Ivus was conducted pre and post stent implant. Full apposition of the stent was confirmed on ivus at the end of the procedure. The patient was discharged 5 days later. Medications at discharge included 100mg aspirin, 75mg clopidogrel, statins, and beta-blockers. At one month follow-up, the patient remained asymptomatic and compliant with antiplatelet regimen. Approx five months after the index procedure in 2007 the patient reported experiencing angina pectoris. The relationship to the cordis stent was reported as highly probable. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The report was from the registry indicating that during the six month follow-up, the pt reported angina pectoris. An echocardiogram was performed and results were just as previous. Ck and ck-mb were normal. A coronary angiogram showed a patent stent, however, there was 50% stenosis at the proximal ostium of the stent.